Event description:
During a clinic follow-up, a diagnostic anomaly was observed regarding the longevity of the device. A week after this initial event, a remote transmission was received and an accurate device longevity was displayed. The patient was stable and will continue to be monitored.